Event description:
It was reported to medtronic neurosurgery that the device was tunneled subcutaneously by surgeon. According to the report, when the surgeon tried to connect the peritoneal catheter to the tip of the obturator for pulling the catheter through, he noticed the tip for catheter connection was missing. The report stated that the surgeon opened a second passer to use the obturator

Manufacturer narrative:
It was initially reported that the obturator tip was missing. However, additional information regarding this event was received which stated that the obturator was missing when the package was opened. According to the report, they opened a new package which was fine. The report stated that there was no injury to the patient and no delay in surgery. The product was unavailable for return as it was discarded. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.